Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt's age: year of birth (B)(6). Weight, ethnicity and race was not provided for reporting. UDI: (B)(4). Expiration: na. Lot number: (10)0458b/ device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: metoprolol unknown dosage; unknown timeframe; for blood pressure; consumer still on drug. Drug: clopidogrel unknown dosage; unknown timeframe; for blood pressure; consumer still on drug. Drug: unknown cholesterol medication unknown dosage; unknown timeframe; for blood pressure; consumer still on drug. Drug: unknown antacid medication unknown dosage; unknown timeframe; for blood pressure; consumer still on drug. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review have been requested. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) year old male consumer reported that he was using a waterproof tough strips extra large band-aid on a wound when the area under the bandage (approximately 2in x 3 in) developed dermatitis. The consumer states he changed the bandage 3 times daily. The patient also experienced pain and itching. The patient has since stopped using the product and saw a doctor (B)(6) 2018. For treatment, the doctor prescribed clobetasol cream 0.05%. The patient has not recovered, the area is still itchy and in pain.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on february 14, 2018. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.